Event description:
It was reported to boston scientific corporation, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during preparation, it was noted that there was a tear at the distal end of the autotome when the package was opened. The physician used another autotome rx sphincterotome to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation. A device analysis cannot be performed; the cause of the reported malfunction is undetermined. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).